Manufacturer narrative:
Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source had no image and connector had issues. The issue occurred during preparation for use. There were no reports of patient harm or injury.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the xenon light source had no image. And connector had issues. The issue occurred, during an unknown event. There were no reports of patient harm.